Manufacturer narrative:
A steris service technician inspected the harmony triple led505 surgical lighting system following the reported event and found the plastic covers to be missing, however the screws were still intact. The technician replaced the covers, tested the function and operation of the lighting system and returned the unit to service. The damage to the covers is attributed to user facility personnel bumping the lightheads into walls and other equipment. The operator manual states, "safety precautions sec. 1 - do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician counseled user facility personnel on the importance of not bumping the lightheads into the wall and other equipment. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that during a patient procedure a lighthead cover fell from their harmony triple led505 surgical lighting system and contacted the patient. Out of precaution the patient was irrigated with an antibiotic solution. The patient procedure was completed successfully following a short delay. No report of injury.

Event description:
The user facility reported that during a patient procedure a lighthead cover fell from their harmony triple led585 surgical lighting system and contacted the patient. Out of precaution the patient was irrigated with an antibiotic solution. The patient procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician inspected the harmony triple led585 surgical lighting system following the reported event and found the plastic covers to be missing; however, the screws were still intact.